Event description:
It was reported that an implant had damaged packaging and the device was unsterile. No more information is available.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10 complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product found the outer carton exhibits crush damage. The outer sterile blister is cracked. The inner sterile blister exhibits no damage. The sterility has not been breached. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.